Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed. One 4fr s/l powerpicc solo was returned for investigation. The PICC was received with the stylet in the lumen. The stylet wire was bent at the proximal end of the septum on the t-lock extension set. A complete break existed in the polyimide tubing 1.5¿ from the distal tip of the stylet. The distal 1.5¿ segment of the 3cg stylet was received separate from the PICC. The catheter had been cut between the 45 and 46 cm depth marks and the section of tubing that extended from the 46cm depth mark to the distal tip was returned for investigation. A bend was observed in the catheter tubing between the 39 and 40 cm depth marks. The stylet was removed from the catheter and the section of polyimide tubing that was located within the catheter at this location was curved. A microscopic examination revealed kinks in the polyimide tubing that were located between magnets. The break in the core wire was located 0.08¿ proximal to the break in the polyimide tubing. The adjoining surfaces of the broken polyimide tubing appeared uneven and granular. The wall thickness of the polyimide tubing was within specification. It was reported that the stylet was bent, intact, and not broken at the end of the procedure. The polyimide tubing most likely broke where the stylet was kinked and the break may have occurred after use. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of ecv2203 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the stylet of the PICC line was witnessed as intact prior to the procedure, both by the specialist nurse and the hca assisting in the room. Procedure without any complications. At the end of the procedure the stylet of the PICC line was removed and witnessed as not broken but bent. No injuries reported.